Manufacturer narrative:
Additional information : relevant tests. Exemption number e2016032. (B)(4).

Event description:
No additional information provided at this time.

Manufacturer narrative:
(B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'unable to be retrieved, medical expenses, pain, suffering, loss of enjoyment of life, disability, scarring'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported significant medical expenses, pain and suffering, loss of enjoyment of life, disability, scarring, disfigurement, and ongoing medical care are directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
"This additional information received on 09/jan/2018 as follows: patient received an implant on (B)(6) 2012 via the right internal jugular vein due to bilateral deep vein thrombosis. Patient is alleging device is unable to be retrieved, significant medical expenses, pain and suffering, loss of enjoyment of life, disability, scarring and disfigurement, ongoing medical care required due to the device.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374, k090140, k112119 or k121057. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "patient received a cook celect filter on (B)(6) 2012". Patient outcome: it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.